Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from september 24, 2012 ¿ september 25, 2012. Evaluation summary: the device was received for evaluation. Visual inspection was performed and showed no defects related to the reported problem. The device was filled with water for leak testing with no defects noted. The reported condition could not be verified, as the device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port. This occurred either during or after filling, but before patient use. There was no patient involvement. No additional information is available. This is report 2 of 3.